Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of extrusion is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported that following injection of harmonyca¿ with lidocaine, the "filler was visible and marked the patient's skin" and it was noted "that the product migrated to the most medial region of the face."

Event description:
Additional details received noting event resolved.